Event description:
Meter was reading inaccurately high. The patient stated that she was feeling hypoglycemic. She felt dizzy. She had an appointment that morning to see her cardioglogist. She stated that she is "a heart patient". She tested on her meter and obtained a result of 166 mg/dl. She took her set amount of novolog and ate breakfast. At the doctor's appointment, the patient tested on her own meter and obtained a result of 129 mg/dl. The physician ordered a lab test for the patient; the result was 46 mg/dl. She stated that she almost fainted on her way to the lab test. She did not receive any treatment for her low blood glucose. She was called a few hours later and told of the result. This complaint is being reported as an adverse event, because the patient had hypoglycemic symptoms. But, she was unaware, as her meter was reading high. This led to a delay in treatment. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient has control solution, but she did not want to troubleshoot. The meter to lab comparison fell outside of the 20% specifications. A replacement meter has been sent.